Manufacturer narrative:
The field service engineer (fse) replaced the system with a new pc and still encountered burning smell and received online errors. The fse inspected the serial cable for connection to the (B)(4) pc. Upon inspection it was noted that the cable was not properly pinned. The fse address the matter by building an isolation connector for the interface cable. The fse ran the system with the pc again without online errors and burning smell.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that after the customer installed a new pc on the (B)(4) ug chemistry analyzer, a field service engineer (fse) was dispatched for an unrelated issue and noticed a burning smell coming from the pc. The customer also indicated that the instrument was generating online errors. No injury or operator exposure occurred for this event, as the fse merely noticed a faint smoke odor from the system.